Manufacturer narrative:
(B)(4). The device history review for the product deroyal surgimate 35w 24/case, lot #73j2000594. Investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Skin staplers are jamming and unusable.